Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the nurse experienced resistance and was unable to pass the sheath/dilator through the skin and into the vessel. It's reported that the tip of the sheath became split or frayed during the attempt. Another sheath was obtained and the user was able to access the vessel without incident. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. Signs-of-use in the form of biological material was observed on the dilator. Visual examination revealed the sheath tip was frayed and bent back. This damage is consistent with undue force being applied to the tip during an attempted insertion. The catheter length from the peel-away tabs to the sheath tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away graphic. The outer diameter of the catheter measured .079", which is within the specification limits of .078"-.084" per the catheter peel-away extrusion graphic. The inner diameter of the catheter measured .065", which is within the specification limits of .061"-.071" per the catheter peel-away extrusion graphic. The dilator was able to be removed and re-inserted back through the catheter peel-away with minor resistance at the sheath tip. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the nurse experienced resistance and was unable to pass the sheath/dilator through the skin and into the vessel. It's reported that the tip of the sheath became split or frayed during the attempt. Another sheath was obtained and the user was able to access the vessel without incident. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.